Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.